Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous iliac artery. The 7.0mm x 30mm x 75cm express ld vascular stent was advanced to the lesion however the stent moved on the balloon at approximately 1cm. The device was removed from the patient intact. The physician thought that the cause of this event was due to calcification of the lesion and performing the procedure without predilation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).